Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture, unravel and difficulty removing a catheter occurred. The highly stenosed and calcified target lesion was located in the fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion and inflated approximately ten times, 20-24 atms. During the 10th inflation a balloon rupture occurred, the balloon unraveled on the shaft and the mustang balloon catheter was difficult to remove. The physician had to remove the 6f non bsc sheath and the mustang balloon catheter as one unit. The procedure was completed with a larger sheath and another of the same mustang balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. Dfu states "do not exceed the rated balloon burst pressure." The rated burst pressure for this device is 20 atmospheres as per product label. (B)(4).